Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the impedance had been gradually rising. Boston scientific technical services (ts) discussed possible causes and recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported.